Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle cannula broke off. The following information was provided by the initial reporter : the customer reported a pen ndl broke off into the patient when used for insulin and the patient was rushed to hospital, hospital unable to find the needle. Event date: (B)(6) 2022.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/20/2022. H.6. Investigation: customer returned (27) unopened 31gx5mm bd pen needles from lot# 0338623. It was reported that the needle broke off into the patient when used for insulin. The returned pen needles were examined, then tested for visual inspection of point geometry, outer diameter and lube coverage. All tested samples fell within specification. No evidence of manufacturing defect was observed. DHR was reviewed for lot#0338623 and no qn found. Root cause cannot be determined at this time as the issue is unconfirmed. Inspected 7pcs retention parts cannula appearance and cannula pull force. All results passed.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle cannula broke off. The following information was provided by the initial reporter : the customer reported a pen ndl broke off into the patient when used for insulin and the patient was rushed to hospital, hospital unable to find the needle. Event date : (B)(6) 2022.